Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 25 in the mouth, the implant did not integrate in type ii bone. Clinician noted patient's previous history of implant failures. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 25 in the mouth, the implant did not integrate in type ii bone. Clinician noted patient's previous history of implant failures. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).